Event description:
Reporter alleged obtaining the results of 43 mg/dl and 75 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she felt hypoglycemic symptoms and she self-treated with a glucose drink and a (B)(6). No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
A review of svc data detected a reportable event. During servicing, battery (B)(4) was found to have one or more defective cells. The last pt to use this battery did not report any deficiencies.